Event description:
Dissection of the cor matrix xenograft implant in the rv outflow tract patch, requiring replacement. Pt was undergoing repair of tetralogy of fallot with patch, closure of ventriculoseptal defect, transannular right ventricular outflow tract patch, direct closure of mid-muscular small ventriculoseptal defect, direct closure of patent foramem ovale, xenograft implant to repair pericardium (cor matrix). "The patch was fashioned and sutured in to the pa first and initially was brought out toward the ventriculotomy. The patch initially was not felt to be quite long enough. It was transected along its midportion and some separation of the patch was initially noted in the free-cut edge of this portion already sutured into place. However, it appeared that the edges could be reapproximated with bringing a new piece of patch material from the ventriculotomy toward the area adjoining the transannular patch. This additional patch was fashioned and sutures around with 6-0 prolene suture as well and then the two patches were joined together in the midline. The right atriotomy was closed" and pt weaned off bypass. "However echocardiography performed" "showed evidence" of partial obstruction of the pulmonary artery beyond" "the level of the pulmonary value, due to what appeared to be a dissected area of the cor matrix patch material. The decision was made to remove the cor matrix xenograft patch and replace it". "The previous patch was removed and indeed it was confirmed that the distal portion of the patch was dissected." Operating room notified company rep and patch sequestered by risk management.